Event description:
While using the harmonic ace+7 laparoscopic shears, the white part of the jaws melted / burned off (no longer present) tissue sticking to it, apparently because it was not inside the pt. The instrument stopped coagulating correctly which created an increased amount of smoke in the abdomen. The instrument was replaced with another which worked fine.